Event description:
It was reported that approximately 21 months post implant of a bifurcated device and a suprarenal aortic extension the patient presented to the physician at the hospital on (B)(6) 2014. He was complaining of back pain. The hospital performed a cta and noticed that his previously repaired aaa had an endoleak. The physician repaired the endoleak, with two competitor and competitor screws. The completed angio looked acceptable and the patients back pain subsided, note-the repair was done under local anesthetic. The patient who had also been diagnosed with metastatic lung cancer, died on the unit several days later from respiratory issues. He developed mucus plugs and had other issues related to his lung cancer and expired. The physician was clear that the patient's passing had nothing to do with the aaa repair.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product appropriateness and patient candidacy could not be fully assessed due to lack of information. The patient's medical history might have contributed to this event in the form of disease progression. Twenty months post implant, there was a partial stent collapse near the bifurcation (~20 mm) along with a substantiated proximal unknown endoleak. In the face of adequate overlap, and the presence of contrast approximately 1 cm above the superior margin of the bifurcated stent, this finding more likely supported a type iiib and/or a type ii endoleak. The endoleak was still persistent post deployment of a competitor's stent, but appeared to be mitigated post (2) competitor's stents and screws. The secondary procedure was substantiated. However, the next day, the endoleak was still present on the CT scan in that same area, but could only be observed on delayed imaging, supporting a type ii endoleak. It was not clear if the patient underwent another procedure to correct this refractory endoleak or if this finding went undiagnosed and/or untreated. The time or the cause of death could not be substantiated due to lack of information. It was reported that the physician felt this patient's demise was not related to the repair of the aneurysm, rather it was related to the metastatic cancer of the lungs. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause for the death event is due to the metastatic cancer of the lungs as indicated by the physician. The reported endoleak is likely a type ii endoleak.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.